Event description:
It was reported that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2024, for vaginal prolapse repair. During the procedure, the device misfired. The procedure was completed and there were no patient complications as a result of the event.

Manufacturer narrative:
Imdrf device code a050502 captures the reportable event of device misfire.